Event description:
It was reported that that the patient is being referred for prophylactic generator replacement surgery due to ifi=yes and device being programmed to high settings. The patient¿s output current was reduced to 3.0ma and pulse width was changed as a result. It was reported that "upon interrogation, in addition to ifi, programming software instructed reducing output current and increasing pulse width.¿ per software labeling for model 103 generators: "if the output current reports ¿low¿ and lead impedance reports ¿ok¿, then the pulse generator cannot deliver programmed output due to increased impedance. Consider lowering the output current while increasing pulse width." Based on the reported message received upon interrogation, it appears that this message would be received for a ¿low¿ output current with ¿ok¿ lead impedance with an unknown reason. Good faith attempts to obtain relevant diagnostic history has been unsuccessful to date. Surgical intervention is likely but has not occurred to date.

Event description:
Analysis of the generator was completed. In the analysis lab, device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. Diagnostic values indicated that the output current reported low (2.25ma) with the device programmed to 3.00ma. However, the measured output signal amplitude demonstrates that the generator is able to deliver the programmed 3.00ma (with a 4k ohm load calculated output 12.00v +/- 10%) despite the warning message of a low output condition. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The ifi=yes condition was duplicated. Other than the noted event, there were no additional performance or any other type of adverse conditions found with the pulse generator.

Manufacturer narrative:
Manufacturer device history records reviewed. Review of the generator device history records confirmed all quality specifications were met prior to distribution.

Event description:
It was reported that the patient had generator replacement on (B)(6) 2014. The explanted device was received by the manufacturer for analysis. However, analysis has not been completed to date.